Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A healthcare professional reported that the syringes do not have a very big flange on them, and they do not glide well. They are difficult to use when performing hydrodisection in surgical cases. Add'l info has been requested for this case.